Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized with a low blood glucose of 10 mg/dl. The customer stated that she has not had any problems since the event. The customer spoke with her hcp, but they could not figure out the reason for the low blood glucose. Nothing further was reported.